Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively, the patient experienced less than 250 cc bleeding after 2 days of hemorrhoidectomy procedure. The bleeding occurred from hemorrhoid sites.